Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the rv lead exhibited an increase in pacing impedance and high capture thresholds. The patient is not dependent, but complained experiencing some shortness of breath. The device was reprogrammed. The patient was in stable condition.